Manufacturer narrative:
Unit passed self-test. All buttons function properly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio anomaly noted during testing. Unit was successfully downloaded using thump and carelink. No alert/alarms noted during testing. No alarms/alerts are present in the history/trace file on event date. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched lcd window (minor), scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. Audio/vibrate anomaly/absence of alarm was not confirmed. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Cosmetic damage was confirmed on the lcd window screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported buttons not responding, scratch on the screen, not able to hear pump sound. The event involved product(s) mmt-326a. Troubleshooting was initiated for audio anomaly, scratch on the screen, buttons not responding. No further patient complications were reported. It was unknown whether continued using the device or not. Product return for mmt-326a is not expected.